Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon had no control of the instrument¿s articulation. When taken out for inspection, or staff found a loose cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument did scale appropriately, and the surgeon intended to open and close the jaws then move the articulation and no movement happened (loose cable was discovered). There was no shakiness and the timing was good. There was no patient harm.